Event description:
A report received from the surgeon stated that the multifocal intraocular lens (iol) was removed and replaced without complication on the same day as the initial implant. The cause of the iol explant was improper lens power noted by the doctor during post implantation examination.

Manufacturer narrative:
The returned iol was measured for power and was correct as labeled, 20.5 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. (B)(4). These events were not previously reported to FDA because the iol itself did not directly cause the event - the explanted iol diopter power was labeled correctly. However, upon further review, we have concluded that these explant reports, even when the diopter is correctly labeled and no product problem is identified, should be reported as mdrs due to the secondary surgical procedure. (B)(4).